Manufacturer narrative:
Continued from medical devices: 8015, 8100, pri tubing. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the set leaked from a tubing separation at the drip chamber during infusion of cefepime 2gm /110ml d5w intended to infuse at 200mls/hr over 30 minutes. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of a separation and leak was confirmed. Visual inspection noted that the set was received in two parts with the tubing separated from the drip chamber spigot. A closer inspection of the tubing identified residual solvent marks at the end of the tubing; no other product defects or manufacturing issues were noted. The probable cause of the separation is insufficient solvent application and the there being a gap on engagement during assembly.